Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
(B)(4) lk revision #1 is associated with this case. It was reported via legal documentation that: the patient has retained an attorney who contacted exactech to toll the statute of limitations and preserve the patient¿s ability to file a lawsuit in the future. Because the patient has retained an attorney to preserve the right to file a legal action seeking redress for alleged past serious injury or future serious injury allegedly stemming from the use of an exactech device, the patient appears to allege that there is a purported deficiency in the device and/or that the patient has incurred serious injury as a result of the device.¿ implants from initial surgery could not be determined from the provided information. No ebi data, no pra report, no serial tracing history.